Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with priming the device. The customer's blood glucose level was 598mg/dl. The customer states the highs were attributed to an infection, and they had treated with manual injection. The customer was assisted with priming the device. No further assistance needed at this time.